Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hip arthroscopy procedure, the device motor was seizing up. The procedure was completed with a competitor's device. No patient injury or complications were reported.

Manufacturer narrative:
A visual inspection was performed on the product and no damage was observed. Complaint of seizing up could not be confirmed. Product passed functional and high speed testing (100-10,000 rpms) for 10 minutes. Current draw was average for this product and seizing up did not occur during functional testing. All functions performed as designed. (B)(4).